Event description:
The disposable loading unit was used with stainless steel instrument during a gastroplasty procedure. The staples did not form properly. The surgeon used another instrument to complete the procedure, no pt injury was reported.